Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the cephalic vein with moderate vessel tortuosity and no calcification. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was selected for use. During the first inflation at 8 atmospheres for a few seconds, the balloon developed a pinhole rupture. The device was removed from the patient without difficulty, and the procedure was completed with another balloon catheter of the same type. No patient complications were reported as a result of this event.